Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results code - the review of the mfg paperwork verified that this lot met all pre-release specifications. An engineering eval is being conducted.

Event description:
On (B)(6) 2011, this pt was implanted gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. As an aortic extender device was being advanced, it met resistance. The device was then pulled back out against the resistance. The device automatically deployed inside the right external iliac artery. A viabahn was placed inside the aortic extender device. Final angiogram revealed that the catheter and the distal olive tip had sheared off and remained in the pt. The physician was able to snare the catheter and the olive tip and remove them from the pt. The pt tolerated the procedure and no further complications were reported.